Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's ventilation volume indicated only 50 ml or so (it was usually 250 to 280). The patient required to be manually ventilated with a bag valve mask. The device was used with oxygen station 5 liters. The patient passed away. The hospital side's take on it was that the relationship between the symptom and device was tenuous. They ensured that the device was operating properly. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, it is considered that airflow was being delivered in the set inspiratory pressure but since the dynamic resistance increased, the flow value got small, and the reported issue occurred. The technician performed final test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and the software was uploaded, which were not related to the malfunction/issue. Section "adverse event/product problem" in box b has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator's ventilation volume indicated only 50 ml or so (it was usually 250 to 280). The patient required to be manually ventilated with a bag valve mask. The device was used with oxygen station 5 liters. The patient passed away. The hospital side's take on it was that the relationship between the symptom and device was tenuous. They ensured that the device was operating properly. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.